Manufacturer narrative:
UDI was inadvertently omitted from initial report.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative, following-up at the site, reported the imaging system leds were tracked again by the navigation system camera after rebooting the o-arm a couple of times. The only delay was the minutes it took to reboot the system.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system was unable to see the imaging system trackers. A green line under set-up equipment was displayed and a green check on the pendant, however, the navigation system had red status and wireless trackers were not visible. The surgeon opted to discontinue the use of the imaging system to continue the procedure. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.